Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: b4, b5, g4, h2, h3, h6 . Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical devices: item #: unknown, unknown, head lot #: unknown; item #: unknown, unknown, liner lot #: unknown; item #: unknown, unknown, cup lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during total hip arthroplasty, the surgeon was using echo fx cemented stem. Reamed and broached to a 15 and opened a 13 per technique for cement mantel. Struggled to get real stem down and post op films showed that the canal is stuffed. The stem was continued to be impacted down until it was sat properly. There was no reported harm or injury to the patient. Attempts have been made and no further information has been provided.